Event description:
While in use, a pediatric volume ventilator circuit was found to have a distorted segment and a small hole in the expiratory limb. This occurred as a direct result of an over heated internal expiratory circuit wire. Upon further investigation, as to the cause, the following was noted: the inspiratory distal limb had been retracted approx four inches from the pt wye and a medication tee adaptor and two cuff adaptor had been inserted to allow medication to be nebulized. In order to nebulize medications through these devices, an add'l external gas source is necessary. This external gas source had been turned on to approx 6 liters per min and left on without the humidifier power base either being turned off or placed in the pause mode. This external flow with its reduced temperature resulted in a super heating of the expiratory limb, exceeding the heat absorptive properties of the plastic circuit. Circuit distortion ensued. Upon finding this distorted circuit, the attending respiratory staff practitioner replaced it without further incidence. The pt was unaffected by this event.